Event description:
It was reported by service report that the bed exit and nurse call would not alarm at the nurse station. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: loose nurse call cable.